Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a fracture on the right ventricular (rv) lead. High thresholds, non capture and a lead impedance warning for high impedance was also noted on this rv lead. This lead was capped and replaced. No patient complications have been reported as a result of this event.